Event description:
It was reported myopotential oversensing was potentially observed. The low attenuation filter was turned off. No adverse consequences were noted. The patient will continue to monitored through routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.